Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable troponin t result for one patient sample. The initial result was 0.035 ng/ml and the repeat result on the other analyzer was < 0.01 ng/ml with a data flag. The erroneous result was not reported outside the laboratory. The repeat result on the other analyzer was believed to be correct. There was no adverse event. The troponin t reagent lot number was 17505301 with an expiration date of 11/30/2014. The field service representative determined there was a bad measuring cell so he replaced it. He ran a system volume check, performance testing and blank cell which all checked out okay. The customer ran qc which was acceptable.